Event description:
On (B)(6) 2011, patient's wife reported the patient had some bent infusion set cannulas while using the infusion sets. Wife stated there were concerns with the infusion set adhesive folding up and it totally came off on one occasion. Wife reported the patient did have some insulin leaking twice. Wife stated the patient has some higher blood glucose readings. Wife reported the patient's blood glucose readings were in the upper 300 mg/dl range. Patient's normal blood glucose range is around 70-130 mg/dl. Wife stated patient was able to treat the elevated blood glucose by changing the infusion set and discovered the bent cannula after taking them out. Patient used the insertion assist plus device to insert the infusion sets. Wife reported the infusion sets were in for around 3 hours before the patient's blood glucose level went up. Wife stated the issue occurred more than once. Patient no longer has the alleged infusion sets. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.